Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented to the emergency room after receiving inappropriate shocks, post-sensed t-wave oversensing during a svt was observed. The device was reprogrammed and the patient was treated with medication. The device was explanted and replaced. The patient is doing great.